Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the lens was damaged. The lens was removed with no patient injury, no enlarged incision or sutures.